Manufacturer narrative:
The reported event of a leak was confirmed. A leak was noted in the handle of the sheath during functional testing. The handle was opened and the shaft windows were noted to be torn, consistent with the leak detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with torque being applied to the handle while the shaft was constrained or not allowed to rotate with the handle.

Event description:
At the end of the ablation procedure, a leak at the insertion point of the sheath and the handle was noted. There were no adverse consequences to the patient.